Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient had high bg of 184 mg/dl due to blood on cannula on (B)(6) 2026 after 4 hours. The site was inserted on abdomen, and the patient was treated by changing the infusion set pump.